Manufacturer narrative:
Concomitant product: d274trk ICD implanted: (B)(6) 2009.

Event description:
It was reported that the left ventricular (lv) lead had elevated and high thresholds after initial implant. The lead remained in use and continues to increase in thresholds even after device was replaced. The lead was left implanted and in use with the lead thresholds continuing to increase. After the second device was replaced, the physician decided to replace the lv lead. The lv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.